Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic was bent upon insertion to loader with no patient contact. The procedure was completed on same day. Additional information has been requested and received stating during loading the trailing haptic was bent and lens remained in delivery system. The procedure was completed on same day with no patient contact and no patient harm.